Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an axxcess ureteral catheter open end device was used during a procedure performed on (B)(6) 2022. During unpacking, it was found that the tip of the catheter was torn. The procedure was completed with another axxcess ureteral catheter open end device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a0414 captures the reportable event of catheter tip was torn. Block h10: investigation result the returned axxcess ureteral catheter open end device was analyzed, and a visual evaluation noted that the distal end of the catheter was torn, thereby confirming the reported event. Functional evaluation was performed and a mandrel was inserted through the device and no resistance was felt. Microscopic inspection confirmed that the distal end of the catheter was torn. This problem is likely due to factors or conditions related to procedure, such as excessive force applied to the device when the catheter was pushed with the pusher over the guidewire or when the catheter was used which could have affected the device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an axxcess ureteral catheter open end device was used during a procedure performed on (B)(6) 2022. During unpacking, it was found that the tip of the catheter was torn. The procedure was completed with another axxcess ureteral catheter open end device. There were no patient complications reported as a result of this event.